Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the initial rhythm as atrial fibrillation. The anti-tachy pacing therapy delivered by the device sped up the rhythm to ventricular tachycardia. Patient's rhythm detected as ventricular fibrillation. Device delivered several shocks. Therapy sequence exceeded device storage capability. Eventually patient rhythm self terminated. Device is still in use. No further patient complications were reported as a result of this event.